Event description:
The manufacturer received a voluntary medwatch (mw-5154306) in which the patient with a history of obstructive sleep apnea treated with bipap. His apnea-hypopnea index was low, reported with frequent vibratory snores and raising inspiratory pressures. The patient stop using the device rose to high level. Erroneous detection and inappropriate increase is a known defect in respironics device. In this case, it compromised the patient's use risking to substantial harm. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.